Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was not holding charge. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 1p.m., on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen as a result of the alleged meter issue. The patient claimed that she developed symptoms of "itching, thirsty and hunger" 3 hours after the alleged issue began. She denied receiving medical treatment as a result of the alleged meter issue. During troubleshooting, the csr noted that the meter was not being used for the first time and that there was no apparent misuse of the product. Based on the patient&#62688;testing frequency, the csr noted that the meter&#62688;battery did not need to be replaced. The csr also noted that the alleged issue was recurring and remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.